Event description:
It was reported that the during the implant attempt, the lead could not be fixated to the myocardium. The physician had to turn about thirty times for the helix to extend and retract. Also when the helix was in the heart, the physician had difficulties to see with radioscopy if the helix had extended out and was fixated. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.